Event description:
During operation the scrub tech asked for another nerve hook as the one he was using had "broken." The tip of the hook had fallen off. The scrub tech indicated it had fallen onto the floor. The floor was searched, unable to locate tip. X-ray taken, no metal foreign objects found on examination of x-ray. Unknown what happened to tip. Equipment removed from service and a new nerve hook obtained. No injury to patient.